Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been further complaints reported with this issue in the past 4 years. It was reported that the device was used for treatment on a patient¿s stomach in which there was alleged leaking from the batteries of the pump. As there was no samples returned a thorough product evaluation could not be carried out. A clinical assessment was conducted. It was concluded: ¿no clinically relevant supporting documentation was provided, therefore, a thorough medical investigation could not be performed. It was communicated that ¿for reasons of data protection, the clinic would like to give no information on the questions¿. The patient impact beyond the reported necrosis could not be assessed. The IFU does caution to protect from sources of fluid and to ensure at all times that the pump/tubing/connectors do not cause pressure damage to the patient. No further medical assessment is warranted at this time.¿ a risk management review was carried out. This failure mode and associated risks are captured within the risk files for this product and identified at the lowest possible level. Therefore no further actions relating to this are deemed necessary. We have been unable to confirm a relationship between the event and device or determine a root cause on this occasion. Should further information become available this case may be reopened and reevaluated. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device was fixed on the patient's stomach where there was a leaking coming from the batteries which led to necrosis. For reasons of data protection, the clinic would not provide further information.